Manufacturer narrative:
One cadd administration sets was returned for analysis. The sample consist of one (1) product from p/n 21-7322-24 l/n 3834182; the returned sample was received in used conditions inside a plastic bag without its original sealed packaging. According to the investigation, the sample was visually inspected at a distance of 12" to 16" under normal conditions of illumination and no obstructions nor other workmanship defects were detected in none of the joins of the product, only a kink was detected on the pump tube in the sample caused by the ffp system since that it was returned without the blue clip. Functional testing was performed by priming using a hydrostat vessel [cal. ID: 8.0088; due date: january 2020], since the deformation on the pump tube do not allow priming the device for gravity. Then the sample was connected to an IV bag and cadd pump solis in order to look for unusual function and the sample was recognized without difficult and the pump was set running and no alarm activated. The customer reported problem could not be duplicated. The investigation reported that root cause cannot be determined since the complaint was not confirmed due to the sample testing successfully. No corrective actions required since the complaint was not confirmed; however, per previous complaint a notification of a complaint regarding the same failure mode to the production personnel was conducted by quality engineer.

Event description:
Information was received indicating that during use, the smiths medical cadd administration set could not infuse medication and caused the pump to alarm an upstream occlusion alarm with continuous beep. The reporter also noted that the issue persisted even after switching out multiple pumps. No patient consequences were reported. No adverse effects were reported.